Event description:
This is a spontaneous report by a nurse from (B)(6) of patient made mistake/touch contamination and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter's customer service, it was reported that on an unknown date in 2010, "patient made mistake/touch contamination" occurred. On (B)(6) 2010, the patient developed peritonitis. The cause of the peritonitis was due to the mistake/touch contamination that previously occurred. On (B)(6) 2010, the patient was hospitalized for the peritonitis. Treatment was not reported. It was not reported whether the patient was retrained in aseptic technique; therefore, the outcome of the mistake/touch contamination was not reported. The peritonitis was recovering and pd therapy was ongoing at the time of this report.

Event description:
Per the clinic, the patient experienced a ¿shocking sensation¿ at the implant site. The results of an integrity test (date not reported) indicated normal device function with multiple electrode anomalies.the patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the correct conclusion; not 44 as previously reported.this report is filed (B)(4), 2011 - (B)(4)

Manufacturer narrative:
(B)(4).